Manufacturer narrative:
Philips has investigated this complaint. A philips remote support engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the system log files did not show any malfunctions. The issue was resolved only after restarting the system twice. After that the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. The system started up after two attempts. Philips has started an investigation of this complaint.